Event description:
The pt reportedly experienced sound quality issues, tinnitus, and pain followed by loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.